Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the process of controlling ventilation for the patient with lung infection in a conzides, the ven tilator had a red advanced alarm that the minute ventilation is too low. Checked the ventilator pipe closure and confirmed that there was no problem with the ventilator section. Checked the sleeve of the trachea intubation, used a syringe to enter the trachea intubation sleeve, found that one minute later the air bag of an important component of the trachea intubation had a leak and broken. Replaced the trachea intubation immediately at the bedside with a new trachea intubation to continue treatment. The third device that was used was normal. Due to the timely treatment, the defects of this device have no further adverse effects on patients. However, such leakage will lead to a great reduction of patient minute ventilation, moisture volume can not meet the needs of patients, can not improve the patient's lung ventilation, and even lead to patients mis-absorption, lung infection, sepsis and a series of diseases, serious patients can cause blood pressure saturation drop respiratory cardiac arrest and other life-threatening conditions.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. Visual inspection noted the product inside package, did not found the cuff leaked and broken. It was reported that there was a leak in the cuff without an accompanying report on whether the customer attempted inflation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.